Manufacturer narrative:
(B)(4). Device not explanted. Unable to provide the date of MFR, no lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records could not be requested.

Event description:
Pt status post screw and plate implantation returned to surgeon for post op visit on an unk date. An x-ray showed the quick lock cancellous screw pulled out of the ti cervical plate at c7. Exploratory surgery scheduled, it is not known at this time if surgeon will remove the hardware. This is two of two reports for this event.